Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had differences between the sensor glucose and the blood glucose readings. The customer had issues with the sensors before where the difference was a sensor glucose reading of 46 mg/dl and a blood glucose level of 100 mg/dl. Customer started having issues last sunday night. Customer's blood glucose level was 467 mg/dl on monday morning and sensor glucose reading was 46 mg/dl. Customer stated that she has even gotten a replacement pump. Customer was advised that the transmitter could be tested, but she does not have anything with her at the time. Customer's current blood glucose level was 110 mg/dl. Customer reported that they are able to upload to (B)(4). It was explained there are short term differences between meter blood glucose level and sensor glucose reading. The sensor was straight when it was removed, but the one before the last one was kinked. Customer was advised to return the sensor for analysis. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, the sensor passed per specifications with accurate readings.